Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
Patient was brought back for a revision rotator cuff repair. When examining the retear, we noticed that the first anchor had pulled out and cracked along the side of the anchor. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The expiration date was reported as unknown in the initial report and has been updated as 5/31/2020; therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, however photos of the actual device were received and examined. This complaint was confirmed.   A non-conformance search was performed for this product code 223135-lot #l436568 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.